Event description:
Dream station CPAP recall; have been coughing for several months and also sinus drainage for months. Have been using one of the recalled CPAP machines. FDA safety report ID# (B)(4).